Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: photo investigation: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photographs attached were reviewed, the device is observed, however, the image quality is poor and no observations pertaining to the nature of the reported event could be identified. Therefore, the reported event can not be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the verse correction key would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on august 29, 2024, during the procedure, there were problems for the locking screws working because they did not block the bar after performing the correction required by the specialist. This caused the damaged locking screws and the transpedicular screws with damaged threads to be replaced. Three (3) 5.5 exp verse screw 6.0 x 55 and one (1) 5.5 exp verse screw 6.0 x 40 screws were damaged due to closing screws in bad shape. Six (6) verse correction keys didn't block the bar and in the end the screw were damaged and two (2) 5.5 exp verse unitized set screws were already damaged and as they were being tightened, the threads of the screws became further damaged. This affected the surgical time, extending the time by approximately one (1) hour. The issue also affected the patient because more anesthesia time was required. This complaint is related to (B)(4) which reports additional impacted devices.